Event description:
A malfunction was reported with the customer¿s pump, displaying malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed to use multiple daily injections as backup therapy. Technical support confirmed the shipping address and instructed the customer to return the faulty pump using a pre-paid label within 10 days.